Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "during injection the doctor experienced difficulties with the plunger. The doctors observed the iol "inside the injector plunger and identified that it was "fragmented."" For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00064.